Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during the implant attempt, there was difficulty removing a stylet from the left ventricular lead. The stylet then broke within the lead. The lead was removed and replaced.